Event description:
Pt received cochlear implant for treatment of sensory neural hearing loss. Hosp was notified by the MFR. Error in assembly of an incorretly installed component. This error was confirmed by x-ray and a second surgical procedure was required to explant and replace the device.